Event description:
Catheter was removed from the body, intact. While tech was coiling the catheter the distal tip of the catheter broke halfway off. Leaving the tip of the catheter hanging at a 90 degree angle.